Event description:
Just prior to the onset of cardiopulmonary bypass, the user reported that the pump head exhibited vibration and noise. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.